Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information, including images, have been requested. Any additional information obtained will be provided on a supplemental report.

Event description:
On (B)(6) 2011, this patient underwent endovascular repair using gore excluder aaa endoprosthesis featuring c3 delivery system. A weak pulse was detected on the left groin. Angiography revealed narrowing of the flow lumen on the ipsilateral side of the bifurcation. The area was ballooned. However, the narrowing remained. An omnilink balloon expandable stent was then placed in the area of the narrowing. Left groin pulse was then deemed satisfactory and no further intervention was necessary.